Manufacturer narrative:
(B)(4). Correction: device was not returned. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficult to insert the guide wire could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. Additionally, three sterile, unused, representative sample devices with the same part and lot number as the used complaint device were returned for evaluation. Functional testing was performed on the returned devices and the device passed with acceptable results. Based on the information reviewed and testing completed, there is no evident to indicate the presence of a quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a prostar xl device with a 20f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the guidewire could not cross the exit port, even when using a rigid guidewire. Hemostasis was achieved using a prostar xl from a different lot number. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.